Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer had difficultly moving the plunger on bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the consumer had difficultly moving the plunger on bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 1cc, 6mm syringes. Customer states that the plunger is really stiff and hard to move during injection. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7198986. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200706056, 200706588, 200706666, 200706460] noted that did not pertain to the complaint. There was one (1) notification [200706546] noted for smeared stopper. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move on lot # 7198986 based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the consumer had difficultly moving the plunger on bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, serious injury or medical intervention.